Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed noise on the right ventricular (rv) lead. On (B)(6) 2021 a surgical procedure was performed to revise the lead, however due to access issues noted after the pocket was opened, the physician elected to leave the rv lead implanted and in use. The patient will continue to be monitored. The patient condition was stable.